Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(4). No serious injury alleged. Malfunction alleged. Daughter, who is caretaker, states the aerosol compressor had no output. She states they have had this unit for four to five years. End user is her mother. MDR filed.